Event description:
Customer reports difficulty removing the male luer lock adapter from the braun ultra site cap resulting in the male luer breaking off in the braun ultra site cap duing patient use. Reporter indicates no patient injury resulted.